Event description:
The complainant stated that the head of the bed cannot be raised using either siderail.

Manufacturer narrative:
The technician isolated the issue to a sticking head up valve. He replaced the head up valve to repair the bed. The bed functioned to specifications after replacing the head up valve.